Event description:
During the procedure this coil was advanced into the aneurysm, but could not be placed in. In an alternating succession of insertion and take off of this coil several times, the device detached mechanically. When aniography was performed after the mechanical detachment, the physician confirmed it had deployed in the aneurysm. The physician had the feeling that the coil had stretched during the operation. Palsy of right hand and temporary anepia was observed with the patient several hours after, angiography was performed again. Physician found that the coil was unraveled from the aneurysm of ic-pc to m2. Consequently, this coil was picked up with a gooseneck successfully.